Event description:
The pediatric resident at the reporting user facility called to report that the patient was admitted in diabetic ketoacidosis with a blood glucose of 1202 on 05/27/2006. The doctor does not believe the device was at fault. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, however at the time of this report had not been returned.

Manufacturer narrative:
MFR completed the entire form. Additional MFR narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.